Manufacturer narrative:
Device not returned.

Event description:
This valve was explanted 2-3 hours after implant due to patient's deteriorating condition in the ICU. When the valve was examined at explant, it appeared that one leaflet was not functioning and it appeared to be stiff. Reportedly, there was also a "coating that developed within hours on the leaflet." It was also reported that the patient died of an unk cause. The date of death was not reported. No further information was provided.